Manufacturer narrative:
This report is submitted on october 4, 2022.

Event description:
Per the clinic, the patient experienced pain, discharge, redness and infection around the abutment which was treated with oral steroids and topical antibiotics. The device was explanted under a general anaesthetic on (B)(6), 2022. It is unknown if there are plans to re-implant the patient with another device.